Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2007 that a jagwire guidewire was used during a procedure two days prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the physician had difficulty cannulating the bile duct. The physician felt resistance when he pulled the jagwire from the catheter and the tip of jagwire was detached. The detachment remained duodena. Another jagwire was used to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.